Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. When powered on one of the led digits didn't light up. The device was able to obtain readings, and was restarted multiple times with no error messages displayed on the screen. Internal inspection showed one of the led segments on the system circuit board had an open circuit across its nodes preventing the unit from lighting up all of the led segments. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported missing leds from the top number display. No patient impact or consequences were reported.